Event description:
Boston scientific received information that the powercord of this communicator was burned. The communicator will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon return and analysis this investigation will be updated.

Manufacturer narrative:
To date the communicator has not been returned for analysis. Should additional information become available this investigation will be updated.